Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined ratchet was stuck on the bottom roll. Ratchet gear was damaged. Bottom roll and ratchet gears were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.

Event description:
It was reported that during surgery, unit had a broken handle. The handle was not able to perform the up/down motion. There was no patient harm. There was no medical intervention. The graft was damaged but salvageable. An additional unplanned skin graft was not needed in order to complete the surgery. There was a surgical delay of an unknown amount but nothing significant. A second mesher was opened and used to complete the surgery. Due diligence is complete, there was no additional information available.